Manufacturer narrative:
Updated information: sections a4 and b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding physician/author stated that a medtronic valve did not cause or contribute to any of the observed deaths or non-death adverse events. No further details were provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a femoral angiogram was not performed. It should be noted that the prostyle instructions for use, states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of a femoral angiogram contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Literature was reviewed regarding platelet and monocyte activation after transcatheter aortic valve replacement (tavr). A total of 60 patients were included in the study population and were randomized in a 1:1 ratio to clopidogrel (n = 30) or ticagrelor (n = 30)when tavr was performed. Medtronic corevalve/evolut r (n = 46; clopidogrel = 23; ticagrelor = 23) and non-medtronic sapien xt (n = 14; clopidogrel = 7; ticagrelor = 7) transcatheter valve types were used in the study. The authors observed an all-cause survival rate of 83.3% one year after tavr in both the clopidogrel and ticagrelor groups. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: major bleeding events and need for permanent pacemaker placement. No additional adverse events were noted.